Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with soap, water, alcohol, and skin prep. On (B)(6) 2024, the patient experienced discomfort and pain at the sensor insertion site and decided to remove the sensor early. The next day on (B)(6) 2024, the patient developed infection, redness, inflammation, and ¿a bump¿ with pus at the needle puncture site. On the same day at 11:00am, the patient consulted her primary care physician who administered an unspecified antibiotic injection and prescribed a course of oral antibiotic medication (bactrim, unspecified tablets twice per day for 10 days) for the infection. On (B)(6) 2024, the patient had a follow up visit at her primary care clinic, but she was seen by a different physician. The patient stated she was diagnosed with an abscess at the needle puncture site and was advised to consult a surgeon to have an incision and drainage (I&d), but she declined to have the procedure. At the time of the follow up contact on (B)(6) 2024, the patient still had redness, a bump, and pain at the insertion site. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.